Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/17/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed, and it was confirmed that the pump had an abrupt power off. This is seen on line 72 as there is a log_event_on without a log_event_off before it. Event 71: undefined event eventbytes: 90 11 c3 12 09 1d 00 00 event 72: log_event_on time: 102:00:144 software_version: 36864 reason: unknown reason eventbytes: 00 00 e4 90 00 9c f0 90. The event log also contains lines that indicate the battery had a voltage of 0. This is seen by the lines that read log_event_battery_empty. This is first seen on line 54. Event 54: log_event_battery_empty time: 09:74:127 over_time: 25986 voltage: 28676 eventbytes: 0a 74 c7 65 82 70 04 74 a functionality test was then done on the pump, and it was found that the battery was depleted. A battery reset was completed, and the pump ran an 100 ml infusion to completion without an abrupt power off taking place. The reported issue is confirmed. The pump does not meet passing criteria. The root cause for the abrupt power off was a depleted battery.